Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Blood glucose was not impacted. Reportedly, the customer declined to perform further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.